Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a decentered ablation which lead to an unexpected outcome in a patient's eye. Upon follow up, copies of the patient's topographies were sent to a doctor for review who stated that the ablation was decentered. Site found out this information 2 weeks after the procedure. Patient is currently wearing a toric contact lens. Patient reports distortions and halos. Patient is scheduled to see another physician.